Manufacturer narrative:
Philips service replaced the spc8 board and motor drive board, calibrated the system, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arc motor drive board failure caused movement issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.